Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis found the customer comment that misalignment of the electrograms (egm) and markers was confirmed. It was noted there was a loss of telemetry connection. Continuation of d10: 5076-52 lead; 383069 lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited misalignment of the right ventricular electrograms (egm) and markers left in the episode following interrogation by the mobile programmer. The ipg and mobile programmer remain in use. No patient complications have been reported as a result of this event. It was determined at analysis that the mobile programmer lost telemetry connection.